Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: unknown, inratio: 1.1, lab: 4.2. Lab draw done minutes after meter result.